Manufacturer narrative:
It was reported by the facility that during an upper gi endoscopy procedure a defendo single use suction valve was reported to be stuck in the endoscope. Due to the length of the procedure, the patient was taken to the medical intensive care unit. Medivators was notified through a medwatch report mw5088292 that the facility reported a patient had a procedure for esophageal stent repositioning. It was reported that during the procedure the defendo single use suction valve became stuck and then broke inside the endoscope when the physician attempted to remove it. The physician then was provided a new endoscope to finish the procedure. It was reported the procedure took longer than expected due to reported malfunctions in two separate devices. The second reported device is not a medivators product. Due to the length of the procedure there was reported concern for airway edema. The patient was transferred to the medical intensive care unit where the patient was extubated with no complications. There was no device returned to medivators for investigation. Medivators followed up with the facility but limited additional information was provided related to this event. Medivators remains in close contact with the facility. This complaint will continue to be monitored in the medivators complaint handling system.

Event description:
It was reported by the facility that during an upper gi endoscopy procedure a defendo single use suction valve was reported to be stuck in the endoscope. Due to the length of the procedure, the patient was taken to the medical intensive care unit.